Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. It was not reported if the pt was hospitalized for the peritonitis event. The peritonitis was treated with ip antibiotics (unspecified). The cause of the peritonitis event was not reported. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis manifested as cloudy peritoneal fluid. The cause of the peritonitis was a break in aseptic technique (previously unknown) further described as a touch contamination. On the same day as the onset, the patient began treatment with vancomycin (dose, frequency and route not reported) for peritonitis. On an unreported date, the patient was retrained on proper method of pd procedure by a nurse. The patient recovered (previously not reported) from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.